Manufacturer narrative:
(B)(4). Batch # r94r0j. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 2 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device r94r0j batch number, and no non-conformances were identified. Mfg date: 10/17/2018, exp date: 09/30/2023.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the mcs20 clip applier is ¿jamming¿, not loading a clip and/ handle not opening once clip is loaded. The procedure was completed successfully. There were no patient consequences.